Event description:
It was reported that one day after a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004, the pt was brought to the cath lab. The lesions being treated were a 90% stenosed distal circumflex (cx) and a 90% stenosed right posterior lateral artery (rpla). The physician successfully deployed a taxus express2 8.8% 3.0 mm x 16 mm stent in the distal cx. The stent was well positioned and apposed. The physician then performed plain old balloon angioplasty on the rpla with a maverick 2.5 mm x 20 mm balloon. There appeared to be distal to the angioplasty site a total occlusion that opened up nicely with an angioplasty wire and intra coronary (ic) nitroglycerin. It was noticed then a type a dissection in the rpla branch. But the "dye washes out quickly" and the dissection is considered uncomplicated, therefore no intervention is performed on the dissection site. The pt was transferred to the ccu for close observation. The next day at 3:00 am the physician was made aware of the pt's elevated cardiac enzymes and took the pt back to the cath lab. Repeat angiography revealed the type a dissection in the rpla continued to look fine and needed no reintervention. However, there was a thrombus on the distal aspect of the taxus stent that was deployed in the cx. This was angioplastied and a minor perforation was noted distal to the stent. Due to the amount of thrombotic lesions distal to the initial taxus stent, the physician was able to place two taxus express2 8.8% 2.75 mm x 32 mm stents distal to the initial taxus stent. The deployment of the two additional taxus stents repaired the perforation nicely. The physician documented that the pt will be monitored closely as an outpatient and that the status of the pt was stable.